Event description:
It was reported that during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission revealed non-sustained lead noise due to post-paced t wave oversensing. Further reprogramming was done. Patient condition was good.